Event description:
It was reported that the pt had been admitted to the hospital for breathing issues. An ent physician had informed the neurologist that the pt may have left vocal cord paralysis. Additional info was later received indicating that the pt's left vocal cord has limited movement at rest but both cords appear to "clamp down" during stimulation restricting the airway. The physician indicated that he would attempt to adjust the pt's settings to maintain efficacy but reduce the length of time that stimulation occurs. Attempts for further info from the site have been unsuccessful to date.